Event description:
Customer reports the test strip box on the aviva system does not have lot info or use by date. The test strip vial also has an invalid expiration date printed on the vial. No adverse event reported. Requested return of suspect device and replacement was sent.